Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was attempted due to diaphragmatic stimulation in every vector, so the physician had to use a different lead.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted due to diaphragmatic stimulation in every vector, so the physician had to use a different lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.